Event description:
The omni flow pump failed. Stopped pumping IV fluids while patient dependent on epinephrine and dopamine drips resulting in patient's systolic bp, blood pressure, dropping to the 50's and the patient became nonresponsive. Patient bagged for about 2 minutes while pump was changed out. Then patient became oriented and alert after blood pressure rebounded to 90's. Non-rebreather placed on patient and was suctioned multiple times to clear airway. Patient never lost pulse. Abg's, arterial blood gas, taken on nrb, non-rebreather. Physician notified of the entire incident. Omni flow pump labeled "non-functional" and placed in biohazard room. (Equipment sequestered) and sent to biomed for evaluation. Problem could not be reproduced by biomed. Ultimately, patient improved and patient had no further distress.